Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was unable to apply the clip to the vessel. The jaws would not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the jaws would not close effectively to hold the clip and then when the jaws were pressed closed with the surgeon at the robotic console, the clip that was trying to be fired, would not clamp down and hold onto the tissue. There was no harm or injury to the patient. This occurred during a robotic gallbladder procedure. A new instrument was used to complete the procedure robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was found to have one severely bent grip(s), causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input(s) #5 (pitch), 6 (grip) and, 7 (grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.